Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to connect to the scs ipg with external devices. The patient stated she last charged the device several weeks ago. Troubleshooting of the issue determined the patient's scs ipg was inoperable. Surgical intervention may be taken to replace the patient's scs ipg.

Event description:
It was reported during follow up the patient underwent surgical intervention during which the ipg was explanted and replace. Surgical intervention addressed the issue.